Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump had gone empty for the second time on (B)(6) 2014 and the patient experienced a return of pain. The reporter could not recall the date of the first empty pump. The patient was unable to hear the alarm on both occasions. The alarm was, however, confirmed with telemetry. It was also stated that the pump was flipping and moving around, such that it could not be accessed. The pump was to be repositioned on the date of the report. During the revision, the pump was found to be right side up, but the catheter had been completely fractured. The pump was replaced and the catheter was revised. Once the pump was removed, it began to alarm on the back table. The patient outcome was reported as stable and receiving effective therapy. The pump was used to deliver fentanyl.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found the catheter body to have significant twisting that may have affected infusion.